Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, it was reported by the patient's child that the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. The patient experienced no reported symptoms. The cgm was reading 79 mg/dl and the blood glucose reading was 33 mg/dl. The reporter called emergency medical service and the patient was treated with glucose and evaluated in the emergency department before being discharged home. At the time of the report, the patient was home and doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.